Manufacturer narrative:
Evaluation of the returned indigo system catrx aspiration catheter (catrx) confirmed that it was fractured at two locations and revealed stretching at the fractured locations. Evaluation also revealed that the guidewire lumen was damaged. This type of damage may occur if the catrx is advanced without a guide catheter during the procedure. Further evaluation revealed multiple kinks on the catheter and marker band ovalization. Based on the reported complaint, the snare used to remove the fractured segments of the catrx likely contributed to additional damage on the distal fractured segment. Some of the damage is likely incidental to the complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the radial and ulnar arteries using an indigo system catrx aspiration catheter (catrx) and a non-penumbra sheath. It should be noted that the patient's anatomy was tortuous. During the procedure, the catrx was advanced via radial access to the radial artery and thrombus was removed. The physician then attempted to advance the catrx to the ulnar artery, but it was unable to turn into the ulnar artery using radial access. The catrx was removed and readvanced into the patient using the right groin access. While attempting to advance the catrx to the ulnar artery, the catrx fractured in two locations. The fractured segments of the catrx were removed using a snare device. It is unknown if a guidewire was used in the procedure. The procedure was completed at this point. There was no report of an adverse effect to the patient.